Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported eye tracker issue with difficulty in finding the pupil during surgery. Surgery was completed with slight delay.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. The reported treatment could be identified in the logfile. Treatment was stopped, as the following message appeared: ¿no pupil detected. Please align the patient and press the laser pedal to continue'. Customer repeated centration and the pupil was successfully centered. The treatment was continued and interrupted four times during the surgery. The treatment for the right eye was performed successfully, with five interruptions. The eye tracker was on during the treatment. No technical problem can be identified during logfile review. After reviewing the treatment report by cas (clinical application specialist), it was subjectively determined that an obl (opaque bubble layer) was present in the area of the pupil. This can affect the quality of the eye tracker. Additionally two causes for eye tracker problem were provided: a relatively small pupil that may have fallen below the minimum size at some point during surgery. Incorrect use of the sponge to protect the back of the flap. Root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).